Event description:
On (B) (6) 2008: patient reports a sharp zapping pain at lead/extension site. Also reports pain at ins location and dissatisfaction with health care professional. Patient was implanted at location where she didn't want the device.

Manufacturer narrative:
(B) (4)